Manufacturer narrative:
Exact cause of the reported arterial air alarms is unknown. User's guide lists poor flow through arterial access, clamped patient line, or loose/disconnected arterial access as probable causes for arterial air alarms. Reported alarms are unlikely the result of a device problem as there have been no similar subsequent problems reported. The user's guide provides adequate steps for troubleshooting air alarms and steps for air removal. There is no evidence of a device malfunction. Nxstage reviewed the reported blood loss with the patient's facility. The facility has provided additional training. Nxstage considers this report closed.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. During a routine home hemodialysis treatment, the operator experienced arterial air alarms which could not be resolved. Treatment was terminated without rinseback, which resulted in a 210cc blood loss. No medical intervention was required.